Manufacturer narrative:
H10: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection from the supply line of the cassette and solution bag that resulted in a leak was reported, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system during an unknown cycle of peritoneal dialysis (pd) therapy. The patient was connected at the time of the alarm. During troubleshooting, the supply line of an amia cassette with the yellow solution bag disconnected which resulted in leak that led to the alarm; solution drained on the floor. Renal therapy services advised the patient to start over with all new supplies. The patient properly tightened the connection before therapy started. Proper procedures per the user manual were reviewed with the patient. There was no patient injury; however, the patient would receive prophylactic antibiotic treatment. No additional information is available.